Manufacturer narrative:
The event occurred on an unknown day in (B)(6) 2020. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked. The customer could not identify the exact location of the leak, however indicated it could be from injection site. Moisture was found in the overpouch after filling the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added: the actual device was evaluated. A visual inspection was performed using the naked eye which found fluid inside the bag that contained the sample. Functional testing was performed by filling the device with green colored water. After fill, the blue winged luer cap was hand tightened. The sample was monitored until the next day and no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.